Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 3 endoleak coming from the mid portion of the bifurcated stent graft or from the ipsilateral limn; however, it is unknown what caused it since there was no aggressive ballooning performed. The bifurcated stent graft was relined with two iliac limb stent grafts in an attempt to reduce the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: endoleak. Unknown cause of endoleak, no films were returned for review. Conclusions: unknown cause of endoleak, no films were returned for review. Required secondary intervention.